Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was not observed: barrier is intact and there is not excessive red blood cells on or in gel. Additionally, 200 retention samples from bd inventory were visually inspected and no issues were observed. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using an unspecified number of bd sst plh tubes that red blood cells were being trapped inside and on top of the gel. The presence of the globules on the gel surface interfered with testing. There was no health impact or consequence reported.

Event description:
It was reported while using an unspecified number of bd sst plh tubes that red blood cells were being trapped inside and on top of the gel. The presence of the globules on the gel surface interfered with testing. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.